Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e - free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I am in so much pain"), chest pain ("chest pain"), flatulence ("the gas pain were terrible"), dyspnoea ("I had such hard time breathing"), abdominal distension ("lots of the swelling due to gas"), abdominal pain lower ("cramping") and genital haemorrhage ("bleeding"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, procedural pain, chest pain, flatulence, dyspnoea and abdominal pain lower outcome was unknown and the abdominal distension and genital haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain lower, chest pain, dyspnoea, flatulence, genital haemorrhage, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e - free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("I am in so much pain"), chest pain ("chest pain"), flatulence ("the gas pain were terrible"), dyspnoea ("I had such hard time breathing"), abdominal distension ("lots of the swelling due to gas"), abdominal pain lower ("cramping") and genital haemorrhage ("bleeding"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, procedural pain, chest pain, flatulence, dyspnoea and abdominal pain lower outcome was unknown and the abdominal distension and genital haemorrhage was resolving. The reporter considered abdominal distension, abdominal pain lower, chest pain, dyspnoea, flatulence, genital haemorrhage, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.